Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic left inguinal hernia repair with mesh. He had revision surgery 1 year and 3 months post-surgery. The patient experienced pain, adhesions, re-herniation, and mesh migration.

Manufacturer narrative:
Information received shows that this product event is a duplicate of another issue reported under regulatory report # (B)(4). This file will be closed and all further updates processed under the above-referenced report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic left inguinal hernia repair with mesh. He had revision surgery 1 year and 3 months post-surgery. The patient experienced pain, adhesions, re-herniation, and mesh migration.